Event description:
Follow-up with the patient¿s healthcare provider (hcp) indicated that there were no notes in the patient¿s file that stated that the patient ever had an infection of any type. There was also no information that the patient¿s bladder was torn or had any issue. No further information was reported.

Event description:
It was reported that the trial was not successful and the patient couldn't tell any difference with regards to her urinary symptoms. When the patient was implanted with trial she had an infection and wish they had done a urinalysis because it was hurting. It was noted that the doctor did a visual using a scope and this was painful. The doctor said one side of her bladder was torn and was causing leaking. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
After further review, it was noted that the patient "probably" had an infection during trial implant. It was also noted that the patient had a bladder infection because the patient "kept going just as much" and it was hurting. It was reported that this "thing" did not work. It was noted that the healthcare provider had the patient to go to the hospital to have test which was not provided with reported event.